Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 174 mg/dl to "high" on the continuous glucose monitor; cause was not known. Manual insulin injections were used to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.